Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose as well as the insulin pump received critical pump error and the customer experienced high blood glucose levels of 26.0 mmol/l at the time of incident. Customer reported that the daughter was in water when pump gave them a critical pump error. Troubleshooting was performed. The insulin pump will return for the analysis.